Event description:
A button issue was reported with the abbott diabetes care (adc) device. The customer reported a slow response with button and stated the "reader is slow to respond while scanning." As a result of this issue, the customer was unable to monitor glucose levels and experienced symptoms described as " loss of strength, tremor," and had contact with a healthcare professional (nurse) at home who provided sugar and an orange as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the abbott diabetes care (adc) device. The customer reported a slow response with button and stated the "reader is slow to respond while scanning." As a result of this issue, the customer was unable to monitor glucose levels and experienced symptoms described as " loss of strength, tremor," and had contact with a healthcare professional (nurse) at home who provided sugar and an orange as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the abbott diabetes care (adc) device. The customer reported a slow response with button and stated the "reader is slow to respond while scanning." As a result of this issue, the customer was unable to monitor glucose levels and experienced symptoms described as " loss of strength, tremor," and had contact with a healthcare professional (nurse) at home who provided sugar and an orange as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on returned reader and no issues were observed. Reader powered on with button depression. No sticky switch or slow response has been observed from the button. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.